Event description:
A customer contacted baxter's (B)(4) regarding a check patient line alarm that appeared on the homechoice (hc) unit display during the initial drain. The patient was connected at the time of the alarm. The home patient (hp) stated the tubing on the patient line was discolored. The hp stated that it looked grayish black. The hp ended therapy, would start over with new supplies and would call the nurse. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on information obtained during baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.